Manufacturer narrative:
Qn# (B)(4). One representative sample was returned for investigation. Based on the visual inspection and dimensional test, all the measurements are within specification. Therefore, the complaint of "connector could not be disconnected" could not be confirmed. The device history record for lot was reviewed and no issue related to complaint was noted. Corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the device. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.

Event description:
It was reported that: "connector was fixed to the tube, couldn't be detached. Need to cut the tube for connecting to closed suctioning system. The patient desaturated below 95%." Associated complaints 8040412-2026-00031 and 8040412-2026-00032.